Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose level was above 800 mg/dl. Customer experienced symptoms such as nausea, vomiting and a lot of pain. The customer current bg level was 400 mg/dl. The customer was treated with insulin pump and insulin drip. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.